Event description:
Caller reported receiving a reading of 107 mg/dl which was not consistent with how they felt. Customer was dizzy but able to transport themselves to the emergency room. Customer was fed a meal and given orange juice to raise glucose levels. They were admitted to the hospital. Testing on fingers.